Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# : 1627487-2018-11258. It was reported the patient was unable to increase the stimulation when using the scs system. System diagnostics revealed high impedance values on multiple lead contacts. As such, the patient will undergo surgical intervention at a later date to address the issue.

Event description:
Device 1 of 2: reference MFR. Report# : 1627487-2018-11258. It was reported during follow up the patient underwent surgical intervention during which the patients leads were explanted and replaced. Upon examination the leads were fractured. Surgical intervention addressed the issue.